Event description:
Clinical study: same case as MDR #6000093-2007-00374 and 6000089-2007-00249. It was reported that 685 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 (25mm long) was identified in the mid left anterior descending artery (lad) with 70% stenosis and a 2.7 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.75 x 32 mm taxus express2 drug eluting stent. Residual stenosis was 30%. Target lesion 2 (25mm long) was identified in the mid lad with 75% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.0 x 32 mm taxus express2 drug eluting stent overlapping with the previously placed taxus stent. Residual stenosis was 20%. Target lesion 3 (20mm long) was identified in the proximal lad with 60% stenosis and a 3.0 mm reference vessel diameter. Target lesion 3 was treated with predilatation and placement of a 2.75 x 32 mm taxus express2 drug eluting stent overlapping with the previously placed taxus stent. Residual stenosis was 0%. The pt was discharged two days later on plavix and aspirin. The pt was admitted 685 days later and a non boston scientific stent was deployed in the distal lad due to restenosis. Physician noted relationship to taxus stent as "probable." The pt was discharged two days later and prescribed aspirin and plavix.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.